Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1500075 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The skin stapler is not suturing the wound properly. One side of the pin is going upward. There was no patient injury.